Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaw surface and upper blade channel of the device. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications as no tissue slipping was observed. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the event could not be confirmed as engineering was unable to replicate the event. The root cause may be due to overfilling of the jaws. The instructions for use (IFU) warns the user "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total hysterectomy - "the jaws didn't close properly so the tissue initially grabbed by them slipped when trying to activate the fusion butto. This happened every time the surgeon tried to use the handpiece, for 15-20 times, so we decided to open a new one." Patient status - ok.